Event description:
Complainant reported that pt presented with seroma, pain, and swelling on the right side approximately two months after bilateral implantation. Pt was aspirated on several occasions and prescribed levaquin. The right side device was explanted due to infection approximately 11 weeks post implantation. Cultures from the device were negative, however, cultures from the pt found "few 2+ acid fast bacilli". Subsequent testing identified the organism as mycobacterium gordonae. The complainant did not feel the infection was device-related, and intended to reimplant using the same device. Implantech offered complainant a no charge replacement, and complainant reimplanted the right side device approximately 5 months after initial implantation using the no charge replacement.

Manufacturer narrative:
Method: reviewed device history records, sterilization records, environmental monitoring records, and device labeling. Results: device history record review revealed no assignable cause for the reported event. The sterilization process was within specified parameters, and there have been no other reports of infection involving this sterile lot. (Total (B)(4) products.) Product labeling addresses the possibility of infection.